Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: >7.5, lab: 3.4. Therapeutic range: 2.0 - 3.0. The time between testing was less than 1 hour. Strip lot numbers unavailable.

Manufacturer narrative:
Investigation pending.